Manufacturer narrative:
Findings: unit received with unresponsive act button due to corroded keypad traces. Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. No cracks at or near reservoir tube window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.